Event description:
The following was reported "request received from onkos surgical: full rebushing pack required for a (right) proximal tibial replacement. Bushes, bumper pad, circlip, axle, short tibial component, short tibial bearing. Size- standard (mk3)".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: circlip - proximal tibia replacement; cat# unknown ; lot# 6827 axle - proximal tibia replacement; cat# unknown ; lot# 6827 smiles knee bushes standard; cat# smbsh02 ; lot# 0750 smiles knee bumpers standard; cat# smbpr02 ; lot# 0757 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.